Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified. This also serves as a correction report. (Model no) was incorrectly documented in the initial MDR 30 day report.

Event description:
A customer reported their adc meter would not turn on with either button press or test strip insertion. On (B)(6) 2019, the customer experienced symptoms of dizziness and dehydration and went to the hospital and where a blood glucose reading of 486mg/dl was obtained on a hospital meter. She was treated by an hcp with 6 units of insulin (type unknown) and 2 bag of unspecified IV fluids. The customer was monitored in the hospital for 4 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc meter would not turn on with either button press or test strip insertion. On (B)(6) 2019, the customer experienced symptoms of dizziness and dehydration and went to the hospital and where a blood glucose reading of 486 mg/dl was obtained on a hospital meter. She was treated by an hcp with 6 units of insulin (type unknown) and 2 bag of unspecified IV fluids. The customer was monitored in the hospital for 4 hours. There was no report of death or permanent injury associated with this event.